Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer and manufacturer representative reported that the patient had a return of symptoms. The return of symptoms was gastrointestinal (gi) infections that they used to get prior to implant. They had been gradually getting more common and the patient was admitted into the ER due to gi infection. It was unknown when the patient's symptoms began and the patient thought in about the last year. The patient's symptoms increased over the last couple of months and began increasing in (B)(6). The patient had symptoms of nausea and vomiting that were increasing since march. The patient saw their local health care provider (hcp) in (B)(6) 2015 and someone from the manufacturer coached the hcp through the phone to change the settings. The patient was told at this time due to the numbers, it indicated there may be an issue with the leads. The patient was electrocuted while in the shower of their new home on (B)(6) 2016 and this was not by their implantable neurostimulator (ins). The wires were not grounded properly and when the patient would take a shower, they were getting electrocuted. The patient had an electrician come in and told them the wiring in the home was not grounded properly and when showering the patient was exposed to 120 volts of electricity. The patient was wondering if the ins was ok. The patient had a scheduled appointment with their hcp, but not until (B)(6) 2016. The patient needed to meet with a manufacturer representative and their hcp had not gotten a response. The manufacturer representative spoke with the hcp on (B)(6) 2016 and they were supposed to see the patient in the office on (B)(6) 2016. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.